Event description:
It was reported that a pt underwent a sling procedure on an unk date. Approximately three months later, the pt's husband experienced severe scratching during intercourse. The pt states she could feel the tape. On an unk date the pt underwent a procedure where that tape was trimmed down and estrogen cream was prescribed. The event is resolved.

Manufacturer narrative:
Mesh exposure - conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.